Event description:
Boston scientific received info that this right atrial (ra) lead exhibited loss of capture. A x-ray was performed which revealed that the lead had dislodged and was on the tricuspid valve. The device was programmed to pace, sense, and respond to sensing in dual chambers (ddd) and was not symptomatic. A revision procedure was scheduled for the near future. No adverse pt effects were reported. Our records indicate this lead remains implanted. If additional info is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is; therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was no returned for analysis. The review of the quality documents confirmed a regular device mfg.